Event description:
Tech alleged the ground reading is out of range. No pt impact.

Manufacturer narrative:
The tech found the ground pin on the power cord plug is loose. The tech replaced the power cord plug to resolve the issue.